Event description:
It was reported that loss of aspiration occurred. A 2.4 mm jetstream xc atherectomy catheter was used to treat a mixed morphology stenosis in the right proximal superficial femoral artery and femoral-popliteal region, which was not tortuous but contained thrombus and calcification. After approximately 12 minutes of total run time, the aspiration line was found to be clogged with no suction. The catheter was removed, and 'rex' mode was attempted in a saline bowl, followed by re-priming; however, neither step resolved the issue. The one-liter saline bag was nearly empty, while the waste bag was only half full, suggesting possible loss of aspiration. The procedure was successfully completed with a new jetstream catheter. There were no patient complications, and the patient fully recovered.

Manufacturer narrative:
Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.